Manufacturer narrative:
A vyaire field service representative(fsr) evaluated the device onsite and replaced the uim (user interface module) assembly. All worked in accordance with the avea service manual revision g. Est (extended systems test) and performance check were performed and all passed. The unit is operational and meets OEM (original equipment manufacturer) specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the avea ventilator is intermittently losing the power to the rkp (respiratory knowledge portal) wireless bridge. The user interface module (uim) issue was noted while connected to a patient. The customer confirmed that there was no harm reported.

Manufacturer narrative:
The reported issue was not confirmed or duplicated. Received uim assembly part number: 32135-001 serial number: (B)(6) visually inspected the uim externally, no signs of physical damage. Installed the uim onto avea test station and attempted to power uim on to user mode, with software 4.9.0 installed, the uim cycled without any anomalies. Disassembled uim to thoroughly inspect internal pcb's, cables, and connectors, measured bt1 voltage was at 3.1 vdc, inverter output voltage measured 342/345 vac. The display, panel buttons, leds and encoder all functioned normally. The uim was cycled over couple hours and all functions operating normally. The pcba control board p/n 30956-001 was placed under thermal stress by means of a heat gun and circuit freeze with no noticeable effect on operation. The uim was cycled multiple times and no signs of power-up issues on display.